Event description:
It was reported that during a hand assisted nephrectomy procedure, after properly loading a vascular reload into the device the surgeon placed the device on both the renal artery and vein. When the surgeon used the closing trigger to close the jaws she felt no tactile feedback nor heard a click; however the device did remain closed on the vessels. The surgeon then attempted to fire the device using the firing trigger and when doing so was only able to move the firing trigger a very short distance prior to the device locking up. The surgeon left the stapler on the vessels in the closed position and converted to open, placing a vessel clamp on renal artery and vein. At that time the surgeon used the release button to remove the stapler and noticed that the stapler did cut into the vessel a little bit but no staples were formed. The vessels were then tied off and case progressed as normal.

Manufacturer narrative:
(B)(4). Incomplete firing cycle. Additional information was requested and the following was obtained: after talking with the assisting surgeon it is the sales reps opinion that the stapler was closed properly and the surgeon started to fire the device and for whatever reason hesitated; and once resuming the firing sequence, locked out the device. The operating surgeon is "newer" and has only used the ats45 a couple of times. This is of course only speculation as the rep was not present at the case. Due to the nature of the bodily fluids on the stapler the rep did not take the product out of the plastic bag for a visual inspection. The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.